Event description:
During the removal of the device, the catheter detached along the catheter tubing. The clinician was able to retrieve the detached piece with their fingers. There was no injury to the pt. There was catheter tubing connected to the hub. The device was a heparin lock. The edges of the catheter tubing where the detachment occurred are smooth.